Manufacturer narrative:
No medwatch form was received.

Manufacturer narrative:
Final analysis found that the proximal insulation was abraded at 24 cm from the connector pin, due to friction with another device.

Event description:
It was reported the atrial lead exhibited loss of capture and undersensing. An x-ray revealed lead dislodgement. The lead was replaced.